Manufacturer narrative:
Added information to a1, a2, a3, b5, b7, d1, d4, d6, g4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was reported that a patient with a 33mm 7300tfx mitral surgical valve implanted nine (9) years, 10 months, underwent a valve-in-valve procedure due to stenosis. The tmvr was performed with a 29mm 9600tfx transcatheter valve. The patient tolerated the procedure well and transported to recovery in stable condition.

Event description:
It was reported that a patient with an edwards surgical valve underwent a valve-in-valve procedure after an unknown implant duration due to stenosis. The tmvr was performed with a 29mm 9600tfx transcatheter valve. The patient tolerated the procedure well and transported to recovery in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve to additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.